Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported that the plegiox was not cooling the cardioplegia to the normal 4-6 degrees centigrade. The observed temperature during cooling was 11-12 degrees centigrade. The customer continued to use the device. No reported pt effect. Ref: (B)(4).